Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 390 mg/dl at the time of incident and 250 mg/dl for 2-3 hours. Customer was assisted with troubleshooting. The customer stated that while pushing out the bubbles from the reservoir but couldn't get it out, approximate size of air bubbles were big bubbles. The customer stated that the location of the air bubbles were at the bottom of the reservoir. The reservoir will not be returned for analysis.